Event description:
Healthcare professional reported "lower and under armpit". Healthcare professional later reported "hypomastia with breast implants. Breast ptosis". Healthcare professional later reported "hole in radius (edge)". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 27, 2026, with lot number 1695088. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "lower and under armpit". Healthcare professional later reported "hypomastia with breast implants. Breast ptosis". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of ptosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: ptosis.

Event description:
Healthcare professional later reported "hole in radius (edge)."

Manufacturer narrative:
Reason for reoperation: rupture.